Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is primarily attributed to device design. When the wrist is bent to approximately 90 degrees and beyond, the grip cable can jump off the pulley and get frayed. This degree of bending can occur with manual manipulation of the instrument during reprocessing or handling. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral rectopexy surgical procedure, the cadiere forceps cable broke during use. It was replaced by a backup of the same instrument type without delays to the procedure. The procedure was completed with no reported injury. There was no report of a fragment falling into the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use but no visible damage was identified. The surgical task performed when the issue occurred was opening the claws to pick up tissue. The instrument did not collide with another instrument or tool during the procedure. The grips did not open. There were no issues related to the left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. One broken cable was visibly protruding from the distal end of the instrument. The instrument is available for return. No images or videos were available for isi review.